Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited that the insertion part, charge couple device (ccd) unit cover lens glue was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the insertion part, charge couple device (ccd) unit cover lens glue was cracked. Based on the results of the investigation, the root cause could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.